Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered ((B)(6) 2012).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 2 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, global pharmacovigilance received additional information from the nurse. The nurse clarified based on the peritoneal effluent culture resulting in no growth; the patient did not have peritonitis. The patient has been treated prophylactically with antibiotics for chronic urinary tract infections. The treatment for the possible pd infection was with ancef and cephazolin ip. The patient's status was considered to be recovered from hypertension with ongoing pd therapy. The hypertension was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k22082 and h11j21060. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.